Event description:
Boston scientific received information that the patient implanted w/this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to a reduction in r-wave amplitude. The episode also showed noise characteristics that could be due to muscle noise. The noise would dissipate after a few seconds. The source of the noise was not known. Boston scientific technical services discussed getting x-rays & perform positional testing. No adverse patient effects were reported. Add'l info was requested of the field rep. Am ap s-ray was taken in the ER, but nothing was identified w/positioning of the system. The field representative did perform positional testing in the ER and there was no change in morphology noted. Add'l info was provided indicating that the patient continues to receive inappropriate shocks (2 times per week). X-rays previously taken noted that the system appeared in proper position, however now it was noted that the device may be a bit anterior. Ts discussed performing isometrics, bending over & touching toes, rate exacerbation. The field rep noted that they can see myopotentials when the patient moves, but they are not being picked up from the device. The device remains in service and no further info was available.

Manufacturer narrative:
(B)(4). A rate analysis of the stored episodes was performed at the following field settings: 210-250, 220-250 bpm and reviewed by in-house engineering. Inappropriate sensing could not be reproduced in the s-ICD simulation model in three of the four stored episodes. In the third untreated episode, an arrhythmia was detected and withheld therapy appropriately. Oversensing and inappropriate sensing could not be mitigated in the fourth treated episode with any of these settings in the simulation model. Design constraints related to storage of episode ecgs, particularly at lower amplitudes, introduces reproducibility challenges within the simulation models. Overall, in comparison between field and the 210-250 bpm settings, similar sensing performance was observed with both rate zone settings. A possible root cause for the ECG observed in treated episode 004 may include: sense a picking up an atrial arrhythmia, postural sensitivity, or an artificial/non-physiologic source of noise being picked up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the patient received another shock, but did not experience any symptoms. The rhythm appeared like supraventricular tachycardia (svt) because it was irregular and varying morphologies, then post-shock the rhythm returned to normal sinus.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
UDI = (B)(4); records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Additional information was received indicating the patient continued to receive inappropriate shocks resulting in the battery depleting earlier than expected. No adverse patient effects were reported.